Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty printed circuit board could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that no image was shown when connecting endoscopes, along with an e402 error code caused by the failure of the printed circuit board; this has been attributed to a wear-related issue. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii video system center had no image. The issue was found during reprocessing and the customer reported it occurred during two procedures. There were no reports of patient harm. This report is for the first occurrence. The second occurrence is being reported on the medwatch with patient identifier (B)(6).